Event description:
It was reported that on (B)(6) 2011 in the morning, the pt put on his processor and was initially able to hear everything only very soft, followed by no hearing at all with his cl. Testing showed that the device has malfunctioned. The external parts were checked. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.